Manufacturer narrative:
Customer did not provide additional details for investigation or return product or sample for serological testing. Insufficient information.

Event description:
Customer reported unexpected negative reactivity when testing a donor sample with capture-r ready screen (pooled) (crrs pooled).